Manufacturer narrative:
Based on the data provided a general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample on a cobas e 411 immunoassay analyzer. The initial result was 0.031 ng/ml. This result was reported to the patient and the patient's physician, who questioned the result and asked for the sample to be repeated in a different laboratory. The repeated results were 3.49 ng/ml and 3.64 ng/ml. The reagent lot number was 460562. The expiration date was requested but not provided.